Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as the lens was remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During an intraocular lens (iol) implantation procedure, the haptic of a single-piece preloaded monofocal iol was observed to adhere to the optic after delivery into the capsular bag. Multiple attempts using an iol positioning hook were required to separate the adhered haptic. Following separation, the haptic gradually unfolded and was successfully positioned within the capsular bag. The adhesion of the haptic increased procedural difficulty and resulted in prolonged surgical time. No product replacement was required during the procedure. No patient injury or adverse clinical outcome was reported. No additional information is available.